Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with a new cochlear device during the same surgery. This report is submitted on september, 07 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 13, 2022.